Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2011, plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. Operative report states "this is a (B)(6) male who is 4 months after resurfacing total hip arthroplasty. He was loading some luggage, twisted, and felt a pop and pain in the hip. He was noted to have a femoral neck fracture in the clinic and scheduled for the revision to a stemmed hemiarthroplasty to go inside of his left acetabulum." Changed unk asr hip to asr femoral head & added cup and additional femoral head product. Update rec¿d: 10/6/2014 - medical records received. Patient revised to address metallosis and elevated metal ion levels. Upon revision, grayish cloudy fluid was noted. The asr sleeve and stem are being added to the complaint. This complaint was updated on: 11/4/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).